Manufacturer narrative:
The gluc3 reagent lot number was 836472 with an expiration date of 31-jan-2026. The competitor blood gas analyzer was a radiometer abl800 flex. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) found water remaining in cells after cleaning due to a blocked vacuum valve. The fse replaced the valve and confirmed that the tests and the module were operating within specification. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas c 303 analytical unit. The initial result from the c303 analyzer was 2.8 mmol/l. The result from a competitor blood gas analyzer was 7.0 mmol/l. The repeat result from the c303 analyzer was 6.9 mmol/l.